Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding instability. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor revised a tibial insert from a 4x13 to a 4x16 due to pain/instability. No issues were observed with the insert implant. The original surgery was performed on (B)(6) 2016. Update 06/december/2018: rep provided a primary operative report with implant information, x-rays, and revision implant sheet and reported that no further information is available due to hospital policy.